Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device could not enter standby mode. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer did not provide the device's diagnostic report (drpt). The customer also did not provide any information regarding the device and breathing circuit setup. When asked what service had been completed, the asp stated that no repair was done. In an additional gfe response, the asp stated that the device was placed into storage. Having been removed from service/use, no further service will be performed on the device at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.